Event description:
It was reported during a routine device change out procedure this right atrial (ra) lead exhibited out-of-range pacing impedances and intermittent noise. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.